Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was an inpatient at the hospital as they were in poor condition with covid, mersa and several other comorbidities. This patient was on a ventilator and had blood replacement therapy. The physician requested the therapy be turned off for comfort care. This patient is a ward of the state which is requiring this patient to undergo a magnetic resonance imaging (MRI) prior to turning device therapy off. Technical services (ts) confirmed this s-ICD was at end of life (eol) and that a battery depletion alert was observed. In addition, this system was non mr conditional and left to physician discretion. The field representative would discuss this with the physician. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was an inpatient at the hospital as they were in poor condition with covid, mersa and several other comorbidities. This patient was on a ventilator and had blood replacement therapy. The physician requested the therapy be turned off for comfort care. This patient is a ward of the state which is requiring this patient to undergo a magnetic resonance imaging (MRI) prior to turning device therapy off. Technical services (ts) confirmed this s-ICD was at end of life (eol) and that a battery depletion (bd) alert was observed. In addition, this system was non mr conditional and left to physician discretion. The field representative would discuss this with the physician. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that s-ICD therapy was not turned off, an interrogation was not performed to confirm bd alert. This patient did not undergo the MRI scan and was ultimately placed on comfort measurements per neurology.